Event description:
Pt experiencing a-fib, device interrogation showed high atrial threshold as of (B)(6) 2019 at 4.0v at 1.0msec. Need atrial lead revision based on high threshold. FDA safety report ID# (B)(4).